Manufacturer narrative:
Date of event is estimated. Weight is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention will be undertaken at later date to address the issue.

Manufacturer narrative:
Device not returned-the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that patient underwent surgery on 02 november whereby the lead was explanted and replaced. Therapy was restored postoperatively.